Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The hospital retained the product. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.